Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported via mw5095771 that a female patient underwent an unspecified breast implantation procedure with mentor memorygel breast implants 350cc and suffered several unexplained systemic symptoms, including fatigue, raynaud¿s disease, constantly cold, chest pains, migraines, vision problems, tingling in hands and feet, muscle spasms in back and legs, cramping in feet, ears clogged, diarrhea, sinus infections, vertigo, dehydration, dry and itchy skin, difficulty swallowing, feeling of choking, cystic acne, heart palpitations, low temperature, acid/bile reflux, gastroparesis, weight loss, inflammation, and stomach infection. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
On aug 20 2021, additional information was received indicating the date of implantation was (B)(6) 2005. However, this date is prior to the device manufacture date. If additional information is received regarding the correct date of implantation, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).